Manufacturer narrative:
Device evaluation: the zimmon pancreatic stent, 3fr 4cm, of unknown lot number and rpn involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the journal article, "pancreatic anastomotic failure rate after pancreaticoduodenectomy decreases with microsurgery ". As the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all geenen pancreatic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use (ifu0055-4) "this device is used to drain obstructed pancreatic ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the prophylactic use of the device in this procedure is not a stated use as per the IFU and therefore has not been tested in a clinical setting. As per the information reported in this study, 283 patients had pancreaticojejunostomy completed where a modified geenen pancreatic stent, 3fr-4cm (cut from a 10cm stent) was inserted into the pancreatic duct in a surgically altered anatomy. Root cause review: a definitive root cause can be attributed to the off-label use of the device, when the device is outside it stated intended use in this case prophylactic use of the device it can result in outcomes that were never intended to happen and were never studied. Clinical input received confirmed that the stent was used to decrease the leakage from pancreaticojejunostomy., this is regarded as off-label use as the device was used prophylactically. Our medical adviser also confirmed that none of the complications that arose were caused or contributed to by the cook device. Summary: complaint is based on customer testimony. According to the information reported, neither of the 2 deaths that occurred were associated with paf (pancreatic anastomotic failure) while there were 2 reoperations in the loupes group, 1 for incisional hernia repair during the same hospitalization for pd and 1 for a mechanical afferent limb obstruction that did not result in death. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Hashimoto 2010 (geenen ps) - pancreatic anastomotic failure rate after pancreaticoduodenectomy decreases with microsurgery the internal stent was a 4-cm 3f pancreatic stent cut from a 10-cm commercially available endoscopic pancreatic stent (geenen or zimmon stent; wilson-cookmedical inc.). This file is created to capture 283 cases of general off label related to geenen pancreatic stents stent was altered and used in surgically altered anatomy. This article compared surgical loupes with surgical microscope during the procedure of pancreaticojejunostomy, the conclusion was that surgical microscope with increased visual acuity could reduce clinically relevant complications when comparing surgical loupes. The cook stent was modified (being cut) and inserted into pancreatic duct during the operative procedure in order to decrease the leakage from pancreaticojejunostomy. No adverse effects to the patient as a result of the off-label use.